Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information: h6 type of investigation the following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Did the patient have an infection? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Were cultures performed? If so, please provide the results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Are there any photos available?

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Did the patient have an infection? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Were cultures performed? If so, please provide the results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Are there any photos available?

Event description:
It was reported that a patient underwent a debridement and suture of left nasal cavity and lip skin laceration under local anesthesia on (B)(6) 2023 and suture was used. The patient was admitted to the hospital due to "falling down the stairs due to dizziness at home, resulting in nose and lip injuries for 1 hour". Admission diagnosis: nasal fracture; nasal bleeding; lip laceration; skin laceration (inside the left nasal cavity); chest pain to be investigated; epilepsy. One hour before admission, the patient fell down from the stairs at home due to dizziness, causing nasal pain, bleeding, lip pain, no nausea, vomiting, fear of cold, fever, disorders of consciousness and other discomfort. Without other treatment, the went to the hospital and received the surgery on the 70th day of admission. On the first postoperative day, the patient complained of wound pain. The wound was red, swollen, and painful, with no detachment of the suture. The patient had post-op inflammation. The doctor immediately administered cefazolin sodium for injection to enhance anti infection, and administered 3% hydrogen peroxide twice a day for local dressing changes. On the second day after surgery, the wound skin was red and swollen, with some pus visible. Considered allergic reactions to sutures. The doctor continued to administer cefazolin sodium for injection to enhance anti infection, and administered 3% hydrogen peroxide twice a day for local dressing changes. On the 4th day after surgery, the patient reported relief of pain at the wound site. On physical examination, there was no swelling at the skin suture, and there is no purulent material around the suture. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: on what tissue was the suture used? The surgeon used the suture for wound skin tissue sewing in the way of interrupted suturing during surgery.